Manufacturer narrative:
The reagent lot number is 825357. The expiration date was not provided. The 19-feb-2025 calibration failed with a data flag. The qc recoveries were within the +/-2 standard deviation range. The reaction monitors for the initial and repeat results did not indicate any issues. The field service engineer (fse) inspected the module and with a mechanism check, found the reaction cells had to be replaced and the rinse water volume low. He replaced the cells, adjusted the levels, and verified that the module was again performing according to specifications. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable ca2 calcium gen.2 result from one patient sample tested on the cobas 8000 c702 module. The initial result was 1.35 mmol/l. The repeat result was 2.01 mmol/l. The questionable result was not reported outside the laboratory as it did not match the patient's clinical diagnosis.